Event description:
The customer reported that during a pelvic exenteration, the knife of the device was described as protruding form beyond the jaws. The surgeon opened another device to continue the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.